Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative spoke with the customer on the phone. They went through the settings together and learned that the user had enabled the erc clamp, though no erc clamp was connected to the device. The service representative had the customer disable the erc clamp to resolve the issue. This was a user error. No device malfunction was identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
The device manufacture date provided in the initial report, submitted october 12, 2016, was incorrect. The correct device manufacture date (mm/dd/yyyy) is 07/04/2016.

Manufacturer narrative:
The date received by manufacturer field was erroneously left blank in the previously filed supplemental report (follow-up 1, submitted october 18, 2016). The correct date received by manufacturer for the previous report is 09/15/2016.

Manufacturer narrative:
There was no patient involvement. (B)(4). Sorin group (B)(4) received a report that of sorin centrifugal pump console displayed a numerical error during setup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that of sorin centrifugal pump console displayed a numerical error during setup. There was no patient involvement.